Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transmission revealed lead noise on the right atrial lead. No programming changes were made at the time; the physician decided to monitor the lead. No patient symptoms were reported.